Event description:
Male luer adapter detached from pt's line. Further follow up with account revealed that "there was no harm to pts." The reported condition occurred before set was hooked up to pt. Reported condition occurred in intensive care unit. Per reporter, two units are affected with reported condition.